Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was in home hospice care and began to experience right heart failure, dehydration, and a driveline infection. The patient was readmitted several times recently for low flow alarms and was given IV fluids. It was reported that the patient's implantable cardioverter-defibrillator (ICD) was turned off during the last week of may, because the patient was receiving shocks. The patient was not eating nor drinking and was malnourished. The patient subsequently expired on (B)(6) 2015, reportedly due to right heart failure. The lvad was reportedly functioning normally.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the pump was not returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. Infection and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 4 months. The device is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.